Event description:
A cartridge change error was reported with the pump, and there was debris found on the guide rail. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to successfully load a cartridge onto the pump even with assistance, leading to a referral for further troubleshooting. Eventually, the issue was resolved when the customer successfully reloaded the cartridge under guidance, and no further action was required.